Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain of female') in a female patient who had essure inserted. The patient's medical history included uterine bleeding and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of device- bilateral essure device removal open surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right: 3 rings were seen, left: 1 ring is seen. Focally embedded nonspecific crystalline material.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain of female'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine bleeding and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst in right ovary"), bartholin's cyst ("bartholin's cyst") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (removal of device, bilateral essure device removal open surgery, oopherectomy), excision of bartholin's cyst and excision of cyst of ovary. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, ovarian cyst, bartholin's cyst and uterine haemorrhage outcome was unknown. The reporter considered bartholin's cyst, ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: right: 3 rings were seen, left: 1 ring is seen. Focally embedded nonspecific crystalline material. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, pif received: events: "abnormal uterine bleeding, ovarian cyst and bartholin's cyst" were added, reporter information was added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain of female') in a female patient who had essure inserted. The patient's medical history included uterine bleeding and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of device- bilateral essure device removal open surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right: 3 rings were seen, left: 1 ring is seen. Focally embedded nonspecific crystalline material. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.